Event description:
Received information regarding a cartridge alarm 1 during bolus delivery. Customer's blood glucose delivery was impacted. Customer's health care provider prescribed lantis and novolog. Reportedly, the customer received a message indicating that a minimum of 50 units are required to resume insulin after the filling was stopped.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.